Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose because of lack of insulin. Blood glucose level of customer was 40 mg/dl. Customer declined to troubleshooting for their low and contacted to their healthcare professional because she seemed under impression from blood glucose being low and lack of insulin. Customer reported that last night he corrected for high blood sugar which was around 270 mg/dl but then went low and stayed low during the night which was around 60 or 70 mg/dl and received minimum deliveries of insulin. Customer woke up this morning with blood glucose 113 mg/dl but was not feeling well, checked for ketones and came back positive ketones. Blood glucose had not been above 190 or 200 mg/dl this morning. Customer drank plenty of water in the morning. Customer reported that the insulin pump kept time out and said that you have been receiving minimum insulin for an amount of time. Customer drank a little juice and blood glucose got down to 40 mg/dl. It was unknown if the customer was using auto mode or not. Insulin pump and reservoir will not be returned for analysis.